Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: one (01) actual actual device was received for evaluation. A visual inspection of the sample showed that the sleeve tab of the two piece luer lock body was glued with solvent, preventing the collar from moving. The reported condition was verified. The cause of the condition was determined to be an excess amount of solvent used during the automated assembly of the tubing and male luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink system continu-flo solution sets were unable to connect. After priming with normal saline, when attempting to secure the tubing to the intravenous (IV) catheter hub, the end piece (luer lock) could not be screwed onto the hub because it was frozen in place, preventing movement and securing of the IV tubing to the IV catheter hub. This occurred prior to patient use. There was no patient involvement. No additional information is available.